Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012, with the following findings: the force sensor was found to be out of calibration. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012, with the following findings: the force sensor was found to be out of calibration. A review of the pump history indicated that loss of cartridge detection occurred which could not be duplicated during evaluation. A component in the force sensor circuit was found to be shifted on the circuit board.